Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2024, fracture of the implant was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.